Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, cartridge appeared to be too tight (small) for the iol to go through. It was reported that the lens appeared damaged after it was expressed from cartridge, it was manually removed and replaced another lens without an issue. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).